Manufacturer narrative:
The investigation for the low pump flow has been completed. Motor current and placement signal curves flattened during support and a suction alarm occurred. The flow dropped to 0.4l, then the physician decided to explant the pump after verifying the position through echo. The pump was returned and evaluated. There were no cannula kinks, impeller damage, or foreign material found. A small amount of potential biomaterial was found on impeller. The low pump flow was not reproduced. No data logs were returned for this investigation. The root cause was not determined during product evaluation and no data logs were returned. The root cause was therefore not determined as the low pump flow could not be reproduced and insufficient clinical data was provided.

Event description:
It was further reported that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the automated impella controller (aic) displayed a suction alarm. The flow displayed was 0.41 liters. The decision was made to explant the pump. The patient was noted to have been in the end of organ failure prior to the incident.